Event description:
The report received via a copy of voluntary medwatch indicated that the pt was scheduled for an inferior vena cava (ivc) filter placement procedure. During the procedure, the filter was deployed and the filter grab hook penetrated the pusher sheath. The deployment was aborted and the filter was removed with the sheath in place. The report indicates that this event did not involve an electrophysiology procedure. There was no reported pt injury. Another (unk) product was used to complete the procedure successfully. No additional info is available.

Manufacturer narrative:
The product is available for eval and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt.